Event description:
The customer reported being hospitalized due to urinary track infection and diabetes ketoacidosis. The blood glucose reading was 797 mg/dl. The partner measured his blood glucose and the blood glucose meter showed high. The paramedics were called and took the customer to the hospital. It was stated that the customer was unconscious for three days and then released on (B)(6) 2011. The customer went home and two days later he was hospitalized again for dehydration. The customer stated that he has been experiencing high glucose for the past several days. Troubleshooting was performed. The customer's most recent glucose reading was 256 mg/dl, and he was treated with the insulin pump. The customer did not want to troubleshoot because he stated that the insulin pump did not cause his hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.